Event description:
It was reported that a device was used during a low anterior resection. The anvil would not fasten to the device. Another device was used to complete the procedure. There were no patient consequences reported.